Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed and no components of the navigation system were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure the microscope image cut out. The surgeon was navigating a zeiss pentero when all of a sudden the navigation image injection cut out. Later in the case the image injection resumed and was available for the remainder of the case. There was a delay of less than one hour. There was no reported impact on patient outcome. Additional information was received: the clinical specialist at the site stated that the pentero microscope had a faulty internal component such as a filter that cut out the image injection into the hud. The scope was undergoing repairs and required a scope calibration. Additional information was received: the microscope was serviced by zeiss on 2019-03-11. Since the servicing the microscope had been working fine.

Manufacturer narrative:
Additional information: a software investigation was initiated for this event. The behavior described is the intended behavior of the software. Software is functioning as designed. As noted the issue was due to a hardware failure on the microscope. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the clinical specialist at the site stated that the pentero microscope had a faulty internal component such as a filter that cut out the image injection into the hud. The scope was undergoing repairs and required a scope calibration. Additional information was received: the microscope was serviced by zeiss. Since the servicing the microscope had been working fine.